Event description:
Report received indicated that the end user had a irritation and rash under all of the tape border since the beginning of the wafer use. The pt experienced the conditio during a hospital stay prior to complaint receipt. The pts subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing on a supplemental MDR. Analysis is taken from a trending report of evaluation or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.